Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and corroded battery cap contact. Unable to confirm failed battery test alarm due to blank display. No moisture damage on the motor or electronic assembly noted during our visual inspection. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after a battery replacement. The customer's blood glucose was 197 mg/dl. The customer observed signs of physical damage to the insulin pump, including a stripped battery cap, corrosion in the battery compartment, and moisture damage. The customer stated that he had gotten into the ocean with the insulin pump on. He stated that he had tried 3 new batteries. He stated that the insulin pump's display came back on, the device alarmed failed battery test, and then the display went blank again. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.